Event description:
Prior to the valve-in-valve procedure, echo showed that the sapien valve had moderate regurgitation with an eccentric jet. The peak gradient was 32mmhg with a mean gradient of 18mmhg. The aortic valve area was 1.1cm2. The ejection fraction was 29%. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. A root cause of the regurgitation could not be confirmed. The aortic regurgitation may have developed over time due to structural valve deterioration and/or nonstructural dysfunction. It¿s unclear if other patient factors may have contributed, as this patient¿s medical history was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, approximately 4 ½ years post valve implant of a sapien 23mm a sapien 3 valve was implanted.